Manufacturer narrative:
The lens remains implanted to date. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who received an intraocular lens, model zxr00 implant in the right eye (od) on (B)(6) 2018 is not to be happy with the quality of her vision. The patient is not seeing well at all focal lengths and has cloudy visual acuity. Patient reported that color vision in left eye (non-surgical eye) is better. Day-1 post op: 20/40, j10; 1-week post-op: 20/40 +2 (intermediate), j7 (near); on (B)(6) 2018: right eye (od): 20/30. Additionally, it was indicated that the patient is now on steroid treatment and is to be seen by the doctor in a week. Reportedly, the patient does have some posterior capsule opacification (pco); however, is not willing to get the yttrium-aluminum garnet (yag) treatment at this point. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.